Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported clip opening while locked could not be identified. It is possible that the lock line was removed with force, pulling on the harness and allowing the clip to briefly unlock and open; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient, with mixed etiology mitral regurgitation, underwent a mitraclip procedure. During deployment, the final arm angle (faa) was tested and the clip remained closed. The lock line was removed and it was noted that the clip opened about 50 degrees, but remained attached to the leaflet. The clip was closed again. An attempt was made to open the clip for testing, but the clip remained closed and deployment continued. One clip was implanted and the mitral regurgitation was reduced from grade 4+ to <1. No additional information was provided.